Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had issues with the stylus. The stylus was replaced but the issue was not resolved. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Additional information was received that indicated that the aware date for the initial report should have been (B)(4) 2019 with month and year valid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor were not aligned on the display. It was indicated that the connection between the stylus and xy board required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.